Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. The reporter alleges battery life is less than expected. Low battery alarms do appear in the alarm history. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-aug-2018 with the following findings: the black box showed no evidence of short battery life. The battery compartment and cap were undamaged and the cap was able to fit. The ¿ez-prime¿ steps were performed correctly. Sleep current readings are above specifications; the reported ¿short battery life¿ complaint was duplicated. The pump¿s cover was removed; sleep current readings returned to specifications after unplugging the continuous glucose monitor (cgm) module from the printed circuit board. A cold solder connection was found to the cgm inter-board gold pin.